Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield was returned stuck inside the phenom 27 catheter, a sealed bio-hazard bag, and a shipping box. Damage location details: the tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube appeared to be stretched, but the ptfe shrink tube remained intact. The braid¿s distal end was not opened due to a damaged braid, while the proximal end was opened and frayed with dried blood. The catheter tip and marker were examined, and no damages were found. The catheter body was found to be accordion at 11.0cm to 21.4cm from the distal tip. No other damages were noted. Testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured and within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without resistance; however, resistance was observed at damaged locations. Conclusion: based on the returned devices, the customer¿s complaint was confirmed: the braid¿s distal end was not opened due to damage braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. The customer reported minimal vessel tortuosity, and the braid was not positioned in the vessel bend. Therefore, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. The damaged braid may have contributed to the failure to open. The braid can be damaged due to re-sheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing against resistance can also contribute to damage braid. However, the cause of the braid damage could not be determined. In addition, the pipeline flex shield was returned stuck inside the phenom catheter. The pipeline flex shield and catheter were damaged. From the damages noted on the catheter (accordioning), braid (fraying), hypotube (stretching), it appears there was a high force used. The damages may have occurred when the user attempted to advance/retrieve the pipeline flex shield device through the catheter against resistance. However, the cause of the resistance could not be determined. A possible cause for the resistance could include a lack of continuous flush with heparinized saline during the procedure. Per the instruction for use (IFU): ¿resheathing the pipeline flex embolization device with shield technology more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that resistance occurred in the distal section. There was no damage to the pipeline pushwire or catheter observed. The pipeline had not been placed in a vessel bend when it failed to open; placed on straight section. There were additional steps or other devices attempted to open the pipeline specifically re-retrieved.

Event description:
Medtronic received a report that after the microcatheter was in place, the stent was delivered, but the tip of the stent could not be opened. It was retrieved and deployed again, but it still could not be opened. When the stent was ready to be retrieved again, it was stuck at the tip of the microcatheter and could not be moved, so the microcatheter and the stent were withdrawn from the body together. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing blood flow diversion therapy for treatment of a fusiform, unruptured c7 aneurysm with a max diameter of 4.7mm and a 20mm neck diameter. The access vessel was the femoral artery. The landing zone was 3.0mm distally and 4.3mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered. Angiographic result post procedure was blood retention in aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.